Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
Inability to use the device shock button, may prevent or delay defibrillation which could result in adverse consequences. No patient involvement.

Event description:
The distributor contacted heartsine to report that their device was showing the "shock key stuck" error message. Inability to use the device shock button, may prevent or delay defibrillation which could result in adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the event was logged in the device's memory; however, the reported issue could not be duplicated in testing, and the investigation was inconclusive as no fault was found on the returned device. The device was scrapped by heartsine and the customer was provided with a replacement device. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.